Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at nominal pressure for 30seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (90% stenosed target lesion was described as moderately tortuous and moderately calcified) were met which resulted in the reported event. This conclusion code is based on the available information. It was reported that during the second inflation at nominal pressure for 30 seconds, the balloon ruptured. It is not possible to determine if there is any damage present along the device which could have contributed to the complaint event as the device was not returned.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at nominal pressure for 30seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.